Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "july 23 or 22". All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, customer had initially reported adc blood glucose meter not powering on with button press or test strip insertion. On (B)(6) 2021 customer reported that due to a delivery issue involving the replacement product, customer was unable to test and therefore experienced a medical event. Customer experienced headache, vomiting, seizure and loss of consciousness and was seen at the hospital where a reading of 345 mg/dl was obtained. Customer was hospitalized for the diagnosis of hyperglycemia and was treated with serum and insulin. There was no report of death or permanent injury associated with this event.